Event description:
The customer called cme america and requested a download of the event log for the pump. Event log was being requested for hospital records. Upon further questioning, the customer stated the pump was providing palliative care when the patient died of natural causes. The customer also stated the device performed appropriately. They did not allege the pump malfunctioned or was the cause of the patient's death.

Manufacturer narrative:
The customer did not allege a deficiency with the pump. The customer called cme america and requested a download of the event log for the pump. Event log was being requested for hospital records. Upon further questioning, the customer stated the pump was providing palliative care when the patient died of natural causes. The customer also stated the device performed appropriately. They did not allege the pump malfunctioned or was the cause of the patients' death. Cme america reviewed the event log for the device and found no unusual findings. The event log showed the device ran without incident, there were no alarms or alerts in the event log. During testing and analysis of the device, cme america found the pump should be recalibrated. There is an insignificant risk per cme america's risk analysis associated with the recalibration. The device did not contribute to the adverse event. Corrected date of event after verification from the device event log. Initially the customer provided information that the date was (B)(6) 2019; we checked this information in the device event log and confirmed the date was actually (B)(6) 2019.

Manufacturer narrative:
An investigation into the reported event is on-going at this time. A supplemental report will be submitted when the investigation results are available. The customer called cme america and requested a download be performed on the pump's event log (history) for the hospital's records. Upon further questioning, it was determined that the pump was in use on a patient when the patient died. The customer confirmed the pump was performing appropriately and was not alleging that the pump malfunctioned, it was not a cause of the death. Cme america will provide the event log to the customer and conduct an investigation on the device as per our procedures.

Event description:
The customer called cme america and requested a download be performed on the pump's event log (history) for the hospital's records. Upon further questioning, it was determined that the pump was in use on a patient when the patient died. The customer confirmed the pump was performing appropriately and was not alleging that the pump malfunctioned, it was not a cause of the death. Cme america will provide the event log to the customer and conduct an investigation on the device as per our procedures.